Event description:
It was reported that the patient presented for a follow-up in clinic due to syncope. It was noted that the right ventricular (rv) lead was over-sensing noise which led to pacing inhibition, and in turn, caused the syncope. The physician suspected that the rv lead was fractured, but this was not confirmed. The rv lead was explanted and replaced. The patient was stable throughout the procedure.